Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between 3/21/2019 and 2/10/2020. (B)(4). Device evaluation: on march 3, 2020 the lens was received in an alcon lens case, and a completed shipping guide for jjsv complaint returns was received. Visual inspection under magnification revealed that the lens was received cut in half, which is consistent with a lens that was handled during explant. Additionally, viscoelastic residue and what appeared to be dry blood was observed on the optic body and haptics. Based on the condition of the return lens no product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency was identified. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. The search revealed that no other complaints have been received for this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that tecnis symfony toric multifocal intraocular lens (model zxt150 +23.0 diopter) was explanted from patient¿s right eye in secondary surgical procedure. Reason for explant was not provided. There was no incision enlargement, no sutures and no vitrectomy required. Lens from another manufacturer was used as replacement for the patient. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.